Manufacturer narrative:
The customer reported missing high and low glucose alarms using unknown freestyle libre 3 application. Attempted to identify the customer's reported configurations; however, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the app version and os, restricts the ability to identify potential causes of the customer's reported issue. Therefore, issue is not confirmed due to the insufficient information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 11 pro max phone with ios operating system version 17.6.1. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. The customer experienced sweating, ¿breathing problems¿, a loss of consciousness and was unable to self-treat requiring administration of intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.